Event description:
Pt was on siemens servo 300 ventilator. A mode change was attempted to incorporate imv (intermittent mandatory ventilation). Ps/imv [pressure support/intermittent mandatory ventilation) mode was unable to deliver imv breaths. The mode was then changed to pcv (pressure controlled ventilation) and again was unable to deliver breaths. The pt was manually ventilated and this malfunctioning ventilator was replaced. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.